Event description:
The patient reported that they experienced a loss of stimulation and that their implantable neurostimulator (ins) is "dead." It was stated that on date notified they were not able to connect to their implantable neurostimulator recharger (insr) and the patient programmer (pp) is showing "ins battery needs to be charged." The patient was walked through connecting with the insr and are seeing the ins charge screen but have poor coupling, noting that the coupling is going back and forth between good and bad. Indication for implant is dystonia and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.